Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was loaded with reload normally. While being used to suture intracorporeally the needle fell out of the endostitch device. Another reload was loaded onto the same endostitch and again the needle fell out of the endostitch device intracorporeally but was retrieved. Another endostitch device was opened and loaded with a new reload, and again the needle fell out of the device. Surgeon also felt the buttons on both endostitch devices were sticking. Another device was used without further consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of two devices and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The needle was received for only device. The jaw gaps of both devices were measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the devices, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto instrument 2 and the received needle was loaded onto instrument. Both needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. The needles were loaded and unloaded onto the instruments without difficulty. Some difficulty was observed toggling the needle for device. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates that both lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.